Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between (B)(6) 2026. This report summarizes 5 events for the failure: overheating of device. 1 event had minor injury/illness/impairment. 2 events had no health consequences or impact. 2 events had problem identified before clinical use/exposure; there was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 5 events were reported for this quarter. Product return status: 3 devices were received. 2 devices had investigation types that have not yet been determined. Evaluation findings (results/components): 2 devices: no device problem found / part/component/sub-assembly term not applicable. 2 devices: results pending completion of investigation / part/component/sub-assembly term not applicable. 1 device: electrical problem identified, no device problem found / transducer. Product disposition: 3 devices: scrapped by stryker. 2 devices: product disposition is not yet determined. Additional information: 5 devices were not labeled for single-use. 5 devices were not reprocessed or reused.